Manufacturer narrative:
It has been determined that this complaint is a duplicate of a manufacturing report previously sent under manufacturer internal reference number: (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported unpredictable surgery result after using laser. The surgeon noted that the postoperative topography looks like an overcorrection. Additional information requested.